Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2018-00343. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
[Pt] allegedly received an implant on (B)(6) 2012 due to acute left low extremity deep vein thrombosis and contraindication to anticoagulation. [Pt] is alleging deep vein thrombosis progression, diagnosis of peripheral vascular disease in both legs, left leg cellulitis, deep vein thrombosis post-implant.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿peripheral vascular disease, left leg cellulitis, dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported peripheral vascular disease, left leg cellulitis, dvt are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.